Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.5mm three-fluted drill bit broke (about one-inch) while drilling into a patient's pelvic bone. No additional information is available at this time. This report is 1 of 1 for (B)(4).